Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the handpiece could not be hand activated with the device and the foot pedal was needed to activate it. This occured with two handpieces. The procedure was completed with the same motor drive with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.